Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the patient experienced redness and inflammation to the stoma site. On (B)(6) 2017 patient was reviewed by the consultant and was treated with oral antibiotic flucloxacillin 500mg four times a day for 1 week. Continuation of regular cleaning of peg site was advised.